Event description:
Pacemaker under bsc advisory for premature battery drain. Routine remote showed premature battery drain; confirmed with bsc tech services; recommended generator change within 90 days. Pacemaker generator changed two months later.